Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient's lead had high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned incomplete octrode stim end segment revealed a kink on the lead body where all internal wires were broken. Broken wires will cause high impedance and loss of therapy.